Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial flutter using an intellanav stablepoint open-irrigated catheter the irrigation tubing broke. The generator displayed a high temperature error message, and they found that irrigation had stopped due to the broken tubing. They exchanged the catheter and the issue was resolved. The procedure was then completed with no patient complications. It is currently unknown if the catheter is available for return.

Manufacturer narrative:
Correction to the initial MDR in block(s) e1: initial reporter title, initial reporter first name, and initial reporter last name. The catheter was not returned to boston scientific for analysis, as it had been disposed of by the site, however, images of the device were provided. First, the images of the catheter were visually inspected which revealed that the irrigation extension was completely separated from the luer fitting joint of the catheter handle.

Event description:
It was reported that during a procedure to treat atrial flutter using an intellanav stable point open-irrigated catheter the irrigation tubing broke. The generator displayed a high temperature error message, and they found that irrigation had stopped due to the broken tubing. They exchanged the catheter and the issue was resolved. The procedure was then completed with no patient complications. The catheter was not returned, however, pictures were available for analysis.